Manufacturer narrative:
Concomitant medical products: product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead; product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3776-45, serial/lot #: (B)(4), ubd: 19-jan-2014, UDI#: (B)(4); product ID: 3776-45, serial/lot #: (B)(4), ubd: 29-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. According to the patient, the spinal cord stimulator (scs) battery was discharged for approximately 3 years. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The only troubleshooting that occurred was during the replacement which revealed a bad lead that was explanted and the customer discarded. Prior to the routine battery replacement, the battery was discharged so the leads could not be tested prior to the surgery. During the surgery, the leads/extensions were attached to the new battery. However, the 8-15 lead tested bad (all electrodes were greater than 40,000 ohms). The 0-7 lead tested normal. The extension was removed but the lead still tested bad so the lead and extension were removed. The surgeon opted to leave the remaining lead with the expectation that if it does not control their pain, they would replace that lead with a paddle lead. During a post-op appointment on (B)(6) 2018, the remaining lead tested greater than 40,000 ohms on all electrodes. The patient was programmed with evolve protocol on the existing lead. The patient could feel stimulation and there is a follow up planned for (B)(6) 2018. The rep informed the surgeon of the issue who stated that they would look at a revision if they cannot achieve adequate pain relief through the existing lead. It was unknown if the issue was resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-nov-01. The rep indicated that the patient only speaks (B)(6) so they are not sure why the battery was allowed to be discharged for 3 years. They have a meeting scheduled with the patient on (B)(6) 2018 to see if they can establish a working program on the remaining lead. They still feel stimulation although the lead had high impedances. The original ins was kept by the hospital per their policy. No further complications were reported/are anticipated.